Event description:
It was reported that the patient can no longer charge the ipg. The patient underwent an ipg replacement procedure and patient was doint well postoperatively. The explanted battery was retained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from date manufacturer was made aware.